Manufacturer narrative:
A customer contacted haemonetics on (B)(6), 2011 and alleged that an orthopat perioperative autotransfusion system had a loud noise followed by a blood spill. No patient injury was reported. No operator injury was reported. The device was returned to haemonetics on (B)(6), 2011. Upon evaluating the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. It was unconfirmed whether spill bags were deployed.

Event description:
A customer contacted haemonetics on (B)(6), 2011 and alleged that an orthopat perioperative autotransfusion system had a loud noise followed by a blood spill. No patient injury was reported. No operator injury was reported.